Manufacturer narrative:
Submit date: 5/10/2017.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage of the unit, on (B)(6) 2017, service found that the display was blank.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the display was blank. The unit was triaged and the reported issue was confirmed. Service found fluid ingress which caused the printed circuit board assembly to corrode; this is due to customer misuse. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.